Event description:
A customer contacted baxter to report that a leak was observed and there were three pinholes that were found at the bag line after therapy. It was possible that a cat bit the line. No alarm occurred. There was no patient injury / medical intervention.

Manufacturer narrative:
(B)(4). This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). Actual sample was received and reviewed. Visual inspection, functional test and pressure test (B)(4) was performed on the returned sample with no abnormality observed. The reported issue of a leak found after the therapy was not confirmed. A batch review was not performed since lot number was not provided.